Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of discrepant back to back inr results with coaguchek xs meter (B)(4). At 1:00 pm, the customer tested by fingerstick on the meter and the result was 7.4 inr. At 1:05 pm, the customer tested by fingerstick on the meter and the result was 4.4 inr. The customer states sometimes it takes a little longer than 15 seconds to apply the blood. The customer's dose of jantoven was held for two days and then resumed with a new dosage based off the meter results. The customer has a therapeutic range of 2.0-3.0 inr. Customer is not anemic, no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, no new medication, no diet changes, no new illness and no bleeding or bruising. There was no adverse event. The customer's meter and strips were requested for investigation and replacement product was sent to the customer. Relevant retention test strips (lot 353503) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.